Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reports patient's allegations of pain, swelling, inflammation, pseudotumors, damage to surrounding bone and tissue, lack of mobility, elevated metal ion levels, dysfunction, loss of range of motion, metal poisoning and metallosis. There has been no reported revision to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿postoperative bone fracture and pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03971 / 03972).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reports patient's allegations of pain, swelling, inflammation, pseudotumors, damage to surrounding bone and tissue, lack of mobility, elevated metal ion levels, dysfunction, loss of range of motion, metal poisoning and metallosis. Review of the invoice record indicates the patient was revised (B)(6) 2014. The cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reports patient's allegations of pain, swelling, inflammation, pseudotumors, damage to surrounding bone and tissue, lack of mobility, elevated metal ion levels, dysfunction, loss of range of motion, metal poisoning and metallosis. There has been no reported revision to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed a revision procedure was performed on (B)(6) 2014 due to suspect alval. The patient's operative report noted yellow discoloration tissue membrane, and the trunnion had oxidation corrosion. The modular head and acetabular cup were removed and replaced. Additional information received in patient medical records revealed patient's blood was tested on (B)(6) 2013.